Event description:
Literature was reviewed regarding a study aimed to describe a novel endovascular strategy to help control blood flow used successfully to treat an infant with highflow pial arteriovenous fistula (avf). The case was a single-hole high-flow nongalenic pial arteriovenous fistula (avf) diagnosed in a 2.5-year-old infant. Medtronic devices included solitaire, onyx, echelon, and hyperform. After coil packing failure despite temporal balloon occlusion, they deployed a solitairetm stent in the fistula. By twisting with detachable coils, they achieved satisfactory blood flow control, and obliteration of the fistula was achieved with onyx injection. After embolization, one dural arteriovenous fistula was found in the sinus confluence and was scheduled for staged treatment.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-hyperform (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: zhou y, li q, li j, liu j. Embolization of a non-galenic pial arteriovenous fistula with assistance of a solitairetm stent: case report. Turk neurosurg 34(2):362-366 2024. 10.5137/1019-5149.jtn.29642-20.2 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.